Event description:
It was reported that prior to an unknown procedure, it was noted that the blister had a hole and the device was not sterile. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.